Event description:
Customer reported the image was "whited out". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the calibration files. System operates as intended.